Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with getting a blank display on the insulin pump. Customer stated that she has had several alarms. Troubleshooting was performed and the pump is working at this time. Customer does not have a blank screen. Customer stated that the issue only occurs randomly. Customer will be shipped a replacement battery cap as a courtesy. Customer was advised to monitor the pump. Customer also had weak battery alarms, battery out limit alarms, and failed battery test alarms. Customer declined troubleshooting for the alarms. Customer reported that she had an off/no power alarm but there's nothing in the alarm history. No further assistance needed.